Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks after an implantable cardioverter defibrillator (ICD) change out procedure the pocket was reopened due to a hematoma. The ICD remains in use. No further patient complications have been reported as a result of this event.